Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had tip of cleaning brush and excised piece found clogged in the channel. The event occurred during a colorectal polyp resection procedure. It was reported that during reprocessing of the scope a few days prior to the procedure, the tip of the cleaning brush used broke, but it was not confirmed that the channel was clogged and there was no problem in inserting the cleaning brush. After couple of procedure and reprocessing the scope there was no issue noticed. However, during the colorectal polyp resection procedure after excision of the polyp, the excised polyp was aspirated but could not be recovered from the duct. The excised polyp and tip of the cleaning brush were later found in the channel after the scope was removed. There was no report of patient harm or user injury associated with this event. This complaint is related to patient identifier (B)(6).

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, the event likely occurred from incorrect/insufficient reprocessing or handling. Olympus will continue to monitor field performance for this device.